Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent migration occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in a severely tortuous external iliac artery. An non-bsc 6f introducer sheath was inserted. The physician advanced a 7.0x20x75cm express-vascular ld stent delivery system to the target lesion. The device was inflated once to 10atm, at which point the stent migrated distally from the target lesion. Half the stent was well apposed to the vessel wall and the other half was not. A physician implanted an overlapping non-bsc stent, resolving the under apposed section of the express-vascular ld stent. The event was considered resolved and the patient's post procedure condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).